Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the lay user/patient¿s meter has been returned on 09/04/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: the meter involved in this case has passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient claimed the alleged issue began in (B)(6) 2014, (exact date/time is not known). She tested on the subject meter and observed values that were in the mid to high 100¿s, for example, ¿133mg/dl, 188mg/dl and 175mg/dl¿. She informed the mss that her normal blood glucose is in the ¿70¿s.¿ the patient manages her diabetes with lantus insulin and novolog insulin and stated she only takes the insulin occasionally when her blood sugar is high. She stated that after receiving the alleged high readings, (the patient could not recall the exact results obtained) she administered 10 units of novolog and within 10 minutes, she experienced low blood sugar symptoms of ¿sweating, headache, jitters, blurred vision, slurred speech, nausea and felt like passing out.¿ her spouse contacted the nurse and was advised to treat her with orange juice and sugar along with a peanut butter sandwich. The patient stated she felt herself again within 3 days. She continued testing on her husband¿s meter. She tested on the day she called lifescan using her husband¿s meter and obtained a reading of ¿114mg/dl.¿ at the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2014). The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.